Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: objective lens has scratches and chips, distal end plastic cover, several non-olympus parts on scope recommended for repair. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had foreign matter near the distal end during reprocessing. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "operation manual: 3.8 inspection of the endoscopic system: inspection of the instrument channel states how to detect the event." Olympus will continue to monitor field performance for this device.